Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was traced to a bad domain controller being used, which resulted in login delays. A technical support specialist mentioned that the hospital information technology (it) team excluded the problematic domain controller, and the login delays were resolved. Tss performed a proactive check of the pyxis enterprise system and confirmed that admit discharge transfer (adt) and order messages were arriving and processing in real time, server to station communication was functioning normally, and authentication events were successful. Then customer turned off critical override to resume normal operations. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server user reported a login delay. The customer confirmed that messages were flowing appropriately to pyxis and that no further delay was being caused by the data outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.